Manufacturer narrative:
The insulin pump was received with intermittent buttons response due to corroded keypad traces. The unit also had minor scratches on the lcd window.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; one of the buttons was unresponsive and other buttons take some time to respond. The patient's blood glucose at the time of incident was 250 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.